Manufacturer narrative:
(B)(4). The lot was manufactured on january 26, 2014 to january 28, 2014. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received with approximately 120 ml of fluid in its bladder. Visual inspection showed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The direct cause of the micro air bubbles is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred during filling of an unknown drug. Negative pressure was then applied to try to force flow but was unsuccessful. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.